Manufacturer narrative:
Ge healthcare's investigation has been completed and the cause for the mobile x-ray system falling down the stairway was determined to be user error. The customer confirmed the system was driving correctly prior to being driven down the stairway. The technologist driving the mobile system confirmed they were driving too fast to make the right turn and accidently drove off the stairway. The system was damaged beyond repair and was taken out of clinical use. The hospital's biomedical engineer confirmed they were going to install a doorway at the top of the stairway to prevent similar events from occurring. No further actions are needed.

Manufacturer narrative:
Legal manufacturer: hcs wso - 3000 n grandview blvd. USA waukesha, wi 53188. Block d4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Ge healthcare investigation into the reported event has been initiated and is ongoing. A follow-up report will be submitted when the investigation has been completed.

Event description:
On 17-sep-2024, the customer at (B)(6) hospital reported that as they were driving their optima xr220 mobile radiographic system in the hospital hallway, when they reached the end of the hallway, they intended to turn right but were driving too fast and the system was driven down a stairway. The system tipped as it fell down the stairs, but no person was impacted by the system. There was no death or injury associated with this event.